Event description:
It was reported that a guidewire fractured and the radiopaque tip of the guidewire remained in the patient. The target lesion was located in the left anterior descending artery. A 190cm, straight tip fighter guidewire was advanced to the chronic total occluded (cto) target lesion. Upon knuckling subintimal and while pulling back the wire, the wire fractured. The radiopaque tip became lodged in the subintimal space of the coronary. It was noted that knuckling refers to a wire technique whereby the wire prolapses and in this instance was used to create subintimal space in a cto. The procedure was completed and no patient complications were reported in relation to this event.